Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 459 mg/dl when going to calibrate. Customer¿s current blood glucose was 170 mg/dl. Customer reported that last night blood glucose was 150 mg/dl before bed. Customer reported that she woke up and noticed that the infusion set didn't lock into her body. Customer treated for high blood glucose with some insulin and then an injection. Customer reported that sensor not being able to calibrate this morning and saying change sensor. The pump will not be returned for analysis.